Event description:
Event description guidant received information that one day post implant, this right ventricular lead was dislodged and had moved back to the coronary sinus. As a result, there was loss of capture in the right ventricle. The following day the lead was successfully repositioned and it remains implanted in the patient. No adverse patient effects were reported.